Manufacturer narrative:
Follow up #1, date of submission 05/19/2014. The pump has been returned and evaluated by product analysis as follows: the display screen was observed to be dim and the letters had a red hue. Unrelated to the display issue, the keypad was observed to be torn over the ok button; all buttons responded appropriately to testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.